Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance issue. Subsequently, this rv lead was explanted due to breakage or fracture. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance issue. Subsequently, this rv lead was explanted due to breakage or fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The allegation was confirmed, based on the finding of a fractured anode conductor, located ~310 mm from the tip. Fracture characteristics are consistent with cyclic fatigue. It appears the fracture occurred at the distal end of the suture sleeve tie down area.